Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. Maximum diameter of the laa upon transesophageal echo (tee) before the procedure was 17mm. During the procedure, intracardiac echo (ice) was used, and the laa maximum diameter was 17mm. A 21mm device was selected, and it was deployed in the ostium. Compression rate was 9% to 11%, but it was confirmed upon tug test than it could be caught firmly. Placement position was also good, so release was performed. After placement, the device was noted to be tilted as confirmed by x-ray. It was checked under fluoroscopy the next day, but the device remained in the laa. There was a possibility of tilting, but it was uncertain if there was a jet of more than 5mm. The patient was discharged and will schedule a follow-up appointment in 45 days.